Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the outer insulation, 29 centimeters (cm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive procedure was performed and this lead was explanted. No additional adverse patient effects were reported.